Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was producing inaccurate results during control solution tests. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at the "end of (B)(6)". The patient manages her diabetes with metformin pills and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred she developed a symptom of "extreme thirst" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure. When a control solution test was performed the results were in range. Replacement products were sent to patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.